Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver lobectomy, while using the reported product to close the surgical incision, the thread disengaged from the needle. Two new sutures had been used, but same issue occurred. Another device was used to complete the case.